Manufacturer narrative:
The expedium quick connect driver was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. Fracture analysis found evidence of a quasi-static overload torsional shear failure. Hardness test was conducted and meet the material specifications. A DHR review found no issues that could have caused or contributed to the reported event. The complaint trend analysis found no systemic trends. The root cause cannot be positively identified based on the information provided or returned sample. However, there is evidence to suggest that the driver was subjected to a torsional overload. Based on the outcome of this investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing a posterior spinal revision on (B)(6) 2016. He removed the existing hardware from t12-ilium (synthes hardware - reported to synthes (B)(4)). He replaced the screws from t12-l2 with depuy synthes spine expedium 5.5mm rod poly screws. While placing the left l2 poly screw (179712750) the screwdriver tip broke off in the screw. Dr. (B)(6) removed this screw with the driver tip and replaced it with a new screw (no fragments remain in the patient). He placed new screws at t9-t11 and then connected the rods and successfully completed the procedure. The patients construct is from t9-l2